Event description:
It was reported that several episodes of non-sustained rv oversensing and noise reversion were observed via remote transmission. No patient symptoms were reported. Review of the episodes revealed possible myopotential oversensing. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.